Event description:
It was reported that patient experience fluid loss on his ambicor penile prosthesis. A new ambicor penile prosthesis was implanted. Patient was doing fine after the surgery and no patient complications were reported in relation to his event. No more information is available from the sales representative and the physician. Additional information will be provide if it becomes available.